Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, the device allegedly self activated. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was overlapped by the spring and the right bumper was bent by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed for the reported self-activation. The identified bumper issues likely contributed to the incomplete cannula tang engagement and the self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided breast biopsy in normal density tissue, the device allegedly self activated. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.